Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29aug2019. Tech support advised to perform flow testing per the pvt and address any issues found and provided parts ID for both flow sensors. Flow sensors were replaced and the unit is in working condition. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported failed extended self-test (est) with a (3126)flow error. No patient involvement.